Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was moisture present within the meter. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the case was failed the leak test. There was moisture damage found on the pc board. The pump powers on with no alarms, exercised for 24 hours with no power issue.